Event description:
It was reported that the patient had some psychiatric issues and that the patient wanted the device turned off and explanted shortly after it was turned on. Patient's vns device was explanted in 2004 but the exact reason is unknown. Attempts for additional relevant information were unsuccessful to date.

Event description:
Additional information was received from the nurse that the patient experienced choking, difficulty talking and sleeping due to vns stimulation since (B)(6) 2001. As a result, the vns was disabled on (B)(6) 2003. Patient mentioned that the vns never worked for patient in terms of seizures control. Patient underwent left temporal lobe surgery in 2003 and did not need the vns for seizures. Therefore the vns was removed 6 years later in 2009. The nurse did not think there was any psychiatric issues with the patient and is not aware of it.